Event description:
The customer reported that while the unit was in use on a pt, the unit failed to autofill and then displayed a "maintenance code #3" message. The pt was switched to another unit and therapy was continued. No pt injury was reported.